Event description:
Related manufacturer reference number: 2017865-2021-40537. It was reported that the patient presented in clinic for follow up with increased thresholds on the right ventricular and left ventricular leads due to confirmed dislodgement via chest x-ray. Both leads were explanted and replaced. The patient was stable and discharged post-procedure.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix retracted and clogged with blood/body fluids. X-ray examination found the inner coil at the connector region to be over-torqued, consistent with procedural damage. After cleaning, the helix could be extended and retracted within device specifications.